Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away and the cause was not provided. The death was not device or therapy related. The patient went to palliative care on (B)(6) 2024 as the death became apparent. The device operated as expected until the end. An autopsy was not performed, and the pump was not explanted.

Event description:
Additional information was received that the patient was placed on palliative care due to lung cancer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no specific device-related issues were reported; the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),and heartmate 3 lvas patient handbook are currently available. The heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction.¿ the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.